Event description:
The pt underwent therasphere treatment to the right lobe of their liver in 4/2002 and received 160 gy. In 5/2002 their treatment was completed with the left lobe infusion of 128 gy. Both procedures went well and the pt was discharged to home in stable condition each time. In 6/2002 CT showed disease progression with multiple new lesions in the liver, and some response with size decrease of several index hepatic lesions. Pet scan from 06/2002 revealed improvement of some hepatic lesions and progression of the others, as well as disease progression in supraclavicular regions, posterior right mediastinum, right posterior lower lung, bilateral retroperitoneal adenopathy and bone lesions. In 6/2002 pt's primary oncologist started them on chemotherapy. The pt expired in 2002. This death is not related to therasphere treatment; it is due to hepatic and extrahepatic disease progression.